Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have no other complaints in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for a different lens within 2 months after initial implantation. High astigmatism was the clinical reason given for explant. Additional information was provided by the surgeon that in his opinion, the patient's phakic iol caused or contributed to the event. The patient's prognosis is good; still in postoperative period.